Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed the episode showed a wide complex rhythm the was double counted. Ts discussed that is difficult to determine if it was ventricular tachycardia (vt) or supraventricular tachycardia (svt) with aberrancy. This s-ICD system remains in service. No additional adverse patient effects were reported.